Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer worked out to pop up pockets and recovered the drawer. Pockets were reloaded and tested. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4 required maintenance, displaying the message "read, write or invalid cubie". The customer stated that there was a delay in the dispensing of medication and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.